Event description:
During ptca procedure, guide wire felt "stuck" according to the physician. When the wire was removed, it was noted that 3 cm distal end of wire was missing. Retrieval effort was unsuccessful. Total occlusion followed necessitating angioplasty of right coronary artery. Pt discharged to coronary care unit. Given that no autopsy was performed, it is uncertain if device failure was related to pt outcome.